Event description:
It was reported that the patient experienced discomfort and pain in the scrotum; therefore, he wanted his inflatable penile prosthesis (ipp) removed. The patient symptoms were treated with pain relievers removal of implant and cold compress. The physician does not know the cause of the patient symptoms. The patient is recovering.

Manufacturer narrative:
B3 date of event: the exact event date is unknown investigation summary: based on the information available, boston scientific was unable to confirm the reported symptoms of pain and discomfort issues but confirmed pump malfunction. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the ams700 ipp cylinders were visually inspected and leak tested; no leaks were found. The cylinders were pressure tested and performed within specification. Both cylinders had wear at fold in cylinder body. The ams 700 momentary squeeze (ms) pump was visually inspected and leak tested. There were the leaks in the kink resistant tubing (krt) (reservoir) that was consistent with sharp instrument damage, which most likely occurred during explant; holes were present. Due to this damage being consistent with explant it will be considered a secondary failure. The krt was fatigue and worn to filament; exposed suture was present. The outer layer of pump block was worn that result of wear against the pump krt (reservoir); no leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis was unable to confirm the reported event related to pain and discomfort issues but confirmed pump malfunction. Labeling review: review of the labeling confirmed the reported adverse events of discomfort and pain included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation, because the reported events could be traced to a component failure.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced discomfort and pain in the scrotum; therefore, he wanted his inflatable penile prosthesis (ipp) removed. The patient symptoms were treated with pain relievers removal of implant and cold compress. The physician does not know the cause of the patient symptoms. The patient is recovering.